Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure following deployment of a stent, a new guide wire advanced past the newly deployed stent and it was then post-dilated. Upon removal of the guide wire resistance was met and the newly implanted stent was explanted from the artery. No further intervention was done, no pt injury occurred. No add'l info was provided.